Event description:
The facility's biomed reported a flo-gard pump allowed air to pass through the pump and go all the way to the patient. The pump was infusing d5w at an unknown rate. The biomed stated there was no patient embolism and no injury occurred. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information has been obtained. Alternate contact information was requested but no alternate contact has yet been identified. The pump was then tested in biomed at 100ml/hr and injected an air bubble into the tubing. The pump did alarm for air. The biomed then ran the pump for 100ml/hr until the bag was empty, approximately 20 minutes, and the pump did not detect air and allowed it to pass the air sensor without alarming.